Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) observed the cardiosave intra-aortic balloon pump (iabp) unit not displaying the hours or cycle count. To fix the issue the fse replaced the pcba, exec processor and updated to the latest software revision. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit would not display the hours or cycle count. There was no patient involvement, and no adverse event reported.